Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was admitted to emergency room due to low blood glucose level and also experienced high blood glucose level. Customer was mentioned blood glucose levels such as over 600 mg/dl, 56 mg/dl. The customer was using the insulin pump within 48 hours of high blood glucose event. It was reported that insulin pump was on auto mode at the time of the incident. Self test was passed. The insulin pump will be returned for analysis.